Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately one and a half hours following the implant of this transcatheter bioprosthetic valve, that had been implanted valve-in-valve into a non-medtronic valve, a left coronary artery (lca) occlusion was noted. The leaflets on the non-medtronic valve occluded the lca and blood pressure decreased. Subsequently, a stent was placed in the left coronary artery. The patient expired approximately two weeks post-implant due to an unknown cause. The patient anatomy was reported to be mildly calcified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.